Event description:
Patient's father contacted dexcom technical support on (B)(6) 2011 to report the possibility of a broken sensor. Upon removal of sensor, patient's father states that an infection, the side of a golf ball, had formed at the insertion site. Patient's father was able to drain the infection. Patient was also seen by his endocrinologist. During his call to dexcom technical support patient's father reports that patient's infection was getting better. Patient's father states that there may have been a broken sensor prior to the issue therein reported. Patient's father is unable to confirm if prior issue is the one already reported by dexcom in MDR 3004753838-2011-00114. Therefore, dexcom will report the possibility of an additional broken sensor. This MDR is 1 of 2 for the complaint. See MDR #3004753838-2011-00278 for report 1 of 2.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.